Event description:
It was reported that the patient had his ams800 artificial urinary sphincter pump removed because the device would not activate due to an air bubble in the pump. The physician aspirated all the fluid and air from the cuff and balloon, put in new saline and implanted a new ams 800 control pump.